Event description:
It was reported that the device will not turn on. Door is not closing properly there is a gap. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced iui right side due to no power, replaced membrane frame and replaced dim u4 on display board. The proximate cause of the reported issue was due to maintenance issue of the right side iui. A review of the device history record showed the device had a manufacture date of 15nov2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information: d8, d9, e4, h3, h6 the affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the device will not turn on. Door is not closing properly there is a gap. There was no patient involvement.

Event description:
It was reported that the device will not turn on. Door is not closing properly there is a gap. There was no patient involvement.

Manufacturer narrative:
Corrections: update h7 and h9.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on. Door is not closing properly there is a gap. There was no patient involvement.